Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site resulting in loss of osseointegration. Cultures returned (B)(6). Subsequently, the patient was prescribed antibiotics (type not reported) on (B)(6) 2017.